Manufacturer narrative:
Tw (B)(4) updated sections: b4,,g3,g6, h2,h6,h11,e1.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The lot # 3000469221 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 balloon in the port broke and air could no longer flow in. A new device was inserted and the procedure was completed. There was no delay in procedure. There were no effects to the patient.